Manufacturer narrative:
E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient. While advancing the was across the septum of the patient the was became kinked. The physician removed the was from the patient and ended the procedure. No closure device was implanted in the patient. The patient did not experience any complications as a result of this event.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient. While advancing the was across the septum of the patient the was became kinked. The physician removed the was from the patient and ended the procedure. No closure device was implanted in the patient. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
Device evaluation by MFR.: the returned product consisted of a watchman truseal access system (was) without the dilator, and blood in the device. Inspection of the device revealed a kink in the sheath 5cm proximal of the tip. Microscopic examination revealed no other damage or defect. Media inspection: a photo and two videos provided for review depict the sheath kinked in the same location as identified during analysis. Product and media analysis confirmed the reported event, as the sheath was kinked. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.